Event description:
The husband reported via phone call that the customer passed away on b)(6) 2015 in a hospital. The caller reported the customer was hospitalized on b)(6) 2015 before their death. The official cause of death was from cancer. The customer's blood glucose was unknown at the time of death. The caller reported the customer's kidneys were failing prior to their passing. It was found the customer did not use sensors for the past year and was not wearing one at the time of death. The caller also reported the customer was not wearing the insulin pump at the time of death. It was reported the insulin pump was removed from the customer by emergency workers one week prior to their death. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.